Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. A proximal portion was received measuring 45 cm. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 694765 implantable tachy lead 2011-(B)(6), d224drg implantable cardioverter defibrillator 2011-(B)(6). (B)(4).

Event description:
It was reported that the patient developed endocarditis with vegetation in the right atrium and on the atrial lead. The implantablecardioverter defibrillator (ICD) and two leads were explanted and the device pocket was revised. No further patient complications have been reported as a result of this event.